Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/19/2024, it was reported by a sales representative via email that an ar-9555-09 univers revers spacer was loose after implantation. The ar-9501-06s univers revers apex stem and ar-9502f-36cpc univers revers suturecup attached perfectly fine in the assembly block. The ar-9555-09 univers revers spacer was placed in the patient, and the appropriate driver was used to tighten the assembly screw. Appropriate torque was applied, and an ar-9503s-03 univers revers humeral insert was impacted. Once the univers revers humeral insert was impacted, it was observed that the univers revers spacer had, in fact, somehow remained loose. The entire construct needed to be removed because the univers revers spacer could not be disassociated from the univers revers suturecup. The surgery outcome was not impacted, and the surgeon was able to complete the surgery with replacements we had available. The patient was not affected. This was discovered during an apex stem construct procedure. Additional information received on 4/25/2024: the case was delayed only between ten to fifteen minutes. Additional anesthesia was unnecessary, and the patient suffered no negative effects.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9555-09 batch, 20.01015, was received for evaluation. The device, along with additional components, has been received for investigation. Visual inspection revealed scratches on the surface of the device. During the functional testing of the ar-9503s-03, resistance was encountered due to damage to the hex of the central screw. The screw was found to be cross-threaded, and a fragment of the thread detached when the screw was removed. The most likely cause of the reported failure seems to be user error, as the visible damage to the screw indicates that it was not seated flush, preventing the cup from being properly set.